Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this 36mm annuloplasty ring in the mitral position, this device was explanted and replaced with a 33mm valve due to persistent moderate regurgitation resulting from difficult patient anatomy with multiple clefts. The physician reported that the product was not to blame. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.